Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) was used for the spinal cord stimulation (scs) therapy. Additional troubleshooting was performed to confirm whether the ins had actually overdischarged; they confirmed charging and communication with the tablet. The overdischarge cancellation was not displayed. The further actions or interventions scheduled or performed to address the communication and recharging issues were communication with the tablet and communication with n'vision (physician programmer). After communication with the n'vision, communication with the tablet became possible.

Manufacturer narrative:
Continuation of d10: product ID 37642; product type programmer, patient product ID neu_ recharger_acc. Product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient reported through a manufacturer representative that the patient programmer displayed a ¿poor communication¿ screen and could not sync. The implantable neurostimulator (ins) status could not be checked. It was further reported that the recharger showed a ¿change in antenna position¿ message and did not start charging even after changing the position or placing it directly on the skin. It was stated that although it was noted that the last charge was over a month ago, that it was unclear whether more than 50 days had passed and as such it was impossible to determine if the battery was overdischarged. It was unknown whether any external factors may have led or contributed to the event. The issue remained unresolved at the time of report. The patient was alive with no health damage at the time of report. No complications were reported or anticipated.